Event description:
The findings from the arthroscopy were: hyperplastic yellowish synovial membrane with red and brown speckling, with biopsies taken from these spots and the synovial fluid. Patellar chondromalacia grade ii-iii affecting approximately 30% of the patella. Normal trochlea, lateral compartment with a zone of approximately 5 x 3 mm of chondromalacia grade ii-ii in the lateral femoral condyle, and intact cruciate ligaments.[customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
Hyperplastic yellowish synovial membrane with red and brown speckling, with biopsies taken from these spots and the synovial fluid. Patellar chondromalacia grade ii-iii affecting approximately 30% of the patella. Normal trochlea, lateral compartment with a zone. Of approximately 5 x 3 mm of chondromalacia grade ii-ii in the lateral femoral condyle, and intact cruciate ligaments. [Customer].